Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isg readings but failed eis 1024 hz. Place sensor under microscope and found gold trace damage (cracks). See attachment for the bts results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. However, sensor failed eis 1024 hz out of range, place sensor under microscope and found gold trace damage (cracks). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values, change sensor alert, calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-7040b. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 203 mg/dl and sensor glucose value was 61 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. The customer was advised that sensor may no longer be responding to glucose changes. Possible causes were explained to the customer. No harm requiring medical intervention was reported. The customer discontinued use of the sensor. Mmt-7040b was requested and the device was returned.